Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: visual analysis of the returned device noted no defect was observed. Device labeling addresses the reported event(s) as follows: precautions: ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿ if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported that one syringe of juvéderm® ultra xc became defective due to, ¿the needle wouldn¿t fit after attempting to change the needle that was initially used.¿ patient contact was made. No injury to patient, staff, or injector. The packaged needle was used for the injection.